Event description:
It was reported that a patient experienced a breach in aseptic technique, further described as a touch contamination, coincident with peritoneal dialysis (pd) therapy. The pd therapy was ongoing at the time of the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.